Manufacturer narrative:
The device was not returned to edwards for evaluation as the hospital reported that the valve was not saved. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. In this case, the aortic regurgitation was noted intra-operatively and the surgeon noted that the device was explanted at implant due to moderate to severe aortic insufficiency. The surgeon noted that the insufficiency was thought to be secondary due to a tight aortic closure with possible valve deformity as exploration of the valve revealed no abnormalities or valve damage. The exchange of device resulted in the patient having difficulties coming off cpb so an intra-aortic balloon pump was placed. The patient¿s chest was left open for 24 hours and he went back to the or for chest closure and closed with an esmark patch secondary to prolonged cpb time. This also resulted in a prolonged ICU stay. Based on the information received the root cause of the event could not be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm aortic pericardial valve was explanted at implant due to moderate to severe aortic insufficiency and tight aortic root. The explanted device was replaced with a 21mm aortic pericardial valve. Through follow up with the healthcare provider it was learned that the patient also underwent aortic root enlargement with bovine pericardium; CABG x 3: lima to lad, svg to ri and om. It was reported that the aortic root was extensively calcified. Surgeon reported that there was moderate to severe valvular aortic insufficiency after coming off cardiopulmonary bypass (no paravalvular). Surgeon indicated that this was thought to be secondary to tight aortic closure. The aortic root was enlarged with bovine pericardium after exploration but the aortic insufficiency persisted. The 23mm aortic pericardial valve was then explanted and a 21mm aortic pericardial valve implanted. The patient had difficulties coming off bypass so an intra-aortic balloon pump was placed and the patient's chest was left open for 24 hours. It was reported that the patient developed leukocytosis. Blood cultures were positive for staphylococcus epidermis and chest revealed left lung base consolidation and was being treated with antibiotics. It was reported that the patient also developed sinus tachycardia and new pvc's.